Event description:
Home patient (hp) reported one incident of the minicap falling off the transfer set, discovered when pt was to perform drain phase of next exchange. According to the pt, the transfer set was changed for each incident and prophylactic antibiotics were administered.